Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the foot end of the mattress cover and peeled away from cover. This mattress has been isolated in the nonconforming room until investigation is complete and mattress has been dispositioned. This was the second complaint involving mattress cover delamination. This report is identifying mattress 3 of 3. A sales rep visited the facility, while there they were notified of the mattress covers. The rep questioned them on the cleaning technique and they use a universal cleaner ((B)(4)) for their mattress protocol. New mattresses were delivered on (B)(4) 2013. The cover from this mattress was removed and sent to the MFR for eval. Their eval is in progress. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.